Manufacturer narrative:
Exact date unknown, event occurred a few months ago from the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate pain relief despite multiple reprogramming attempts. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as it was kept by the medical facility.